Event description:
Device 1 of 3. Ref mrf report: 1627487-2013-25035 and 1627487-2013-25036. It was reported the patient's scs system was explanted due to an infection. The exact date of the explant is unk.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results- review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.